Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The three turbid fluidics management system's in the trays were visually inspected. The drain bags were detached from the drain bag tape on the covers due to saturation. The drain bag tapes were adhered on the cassettes properly. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The products were tested using the console with current software procedure. The products could be recognized by the console. The products primed and tuned with the sentry handpiece and the 0.9 millimeter aspiration bypass system tip and infusion sleeve from the lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings and the four aspiration ports on the pump region of the cassette base. Cassette base mold cavity and cassette cover mold cavities were unable to be identified. No abnormal noise occurred during testing. From lab experience, noise occurred when excessive surgical residue in the aspiration fluid path of the tubing and the cassette, but it does not affect the functionality. The products functioned within specification. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balance salt solution bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. It was unable to replicate the customer's experience during laboratory evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received; the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure occurred during ultrasound and irrigation/aspiration mode of cataract surgery (with intra ocular lens implantation). There was also a whirring sound which was heard from a cassette pak during aspiration. The procedure was completed on same day. There was no information about patient impact.